Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right fallopian tube spasmed causing the essure to shoot out and cut my uterus') and pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included stroke, uterine bleeding, chronic lumbago, gerd, diabetes mellitus, hyperlipidemia, hypertension, endometriosis of uterus, menometrorrhagia and back pain. Previously administered products included for an unreported indication: depo provera and oral birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), inflammation ("allergic or hypersensitivity reaction type: inflammation"), migraine ("migraine/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and alopecia ("hair loss") and was found to have cardiac murmur ("blood or heart disorder/condition type: mrumur"), 2 years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("the right fallopian tube spasmed causing the essure to shoot out and cut my uterus"), rash macular ("rashes or skin conditions type: red itchy splotches on skin"), fatigue ("fatigue"), bone pain ("bones pain"), arthralgia ("joints pain") and pelvic adhesions ("uterus was fused to bladder and had to be scraped away"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, fallopian tube spasm, vaginal haemorrhage, menorrhagia, pruritus allergic, inflammation, rash macular, migraine, cardiac murmur, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, vomiting, alopecia, bone pain, arthralgia and pelvic adhesions outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, bone pain, cardiac murmur, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, pruritus allergic, rash macular, tooth disorder, uterine perforation, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: attempts multiple times on the opposite side were unsuccessful after 2 different essure were attempted the tubal spasm would not allow it to pass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metromenorrhagia, back pain, endometriosis of the uterus concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation, arthralgia, dysmenorrhea, vaginal hemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('the right fallopian tube spasmed causing the essure to shoot out and cut my uterus') and pelvic pain ('pelvic pain'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: stroke, uterine bleeding, chronic lumbago, gerd, diabetes mellitus, hyperlipidemia, hypertension, endometriosis of uterus, menometrorrhagia and back pain. Previously administered products included, for an unreported indication: depo provera and oral birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), pruritus allergic ("allergic or hypersensitivity reaction, type: itching"), inflammation ("allergic or hypersensitivity reaction, type: inflammation"), migraine ("migraine/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"), vomiting ("gastrointestinal or digestive system condition, type: vomiting") and alopecia ("hair loss"). And was found to have cardiac murmur ("blood or heart disorder/condition, type: murmurs"), (B)(6) years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("the right fallopian tube spasmed causing the essure to shoot out and cut my uterus"), rash macular ("rashes or skin conditions, type: red itchy splotches on skin"), fatigue ("fatigue"), bone pain ("bones pain"), arthralgia ("joints pain"). And pelvic adhesions ("uterus was fused to bladder and had to be scraped away"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, fallopian tube spasm, vaginal haemorrhage, menorrhagia, pruritus allergic, inflammation, rash macular, migraine, cardiac murmur, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, vomiting, alopecia, bone pain, arthralgia and pelvic adhesions outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, bone pain, cardiac murmur, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, pruritus allergic, rash macular, tooth disorder, uterine perforation, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: attempts multiple times on the opposite side were unsuccessful, after 2 different essure were attempted. The tubal spasm would not allow it to pass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metromenorrhagia, back pain, endometriosis of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation, arthralgia, dysmenorrhea, vaginal hemorrhage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right fallopian tube spasm causing the essure to shoot out and cut my uterus') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included stroke, uterine bleeding, chronic lumbago, gerd, diabetes mellitus, hyperlipidemia, hypertension, endometriosis of uterus, menometrorrhagia and back pain. Previously administered products included for an unreported indication: depo provera and oral birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), pruritus ("allergic or hypersensitivity reaction type: itching"), inflammation ("allergic or hypersensitivity reaction type: inflammation"), migraine ("migraine/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and alopecia ("hair loss") and was found to have cardiac murmur ("blood or heart disorder/condition type: murmur"), 2 years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("the right fallopian tube spasm causing the essure to shoot out and cut my uterus"), rash macular ("rashes or skin conditions type: red itchy splotches on skin"), fatigue ("fatigue"), bone pain ("bones pain"), arthralgia ("joints pain") and pelvic adhesions ("uterus was fused to bladder and had to be scraped away"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, fallopian tube spasm, vaginal haemorrhage, menorrhagia, pruritus, inflammation, rash macular, migraine, cardiac murmur, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, vomiting, alopecia, bone pain, arthralgia and pelvic adhesions outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, bone pain, cardiac murmur, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, pruritus, rash macular, tooth disorder, uterine perforation, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: attempts multiple times on the opposite side were unsuccessful after 2 different essure were attempted the tubal spasm would not allow it to pass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metromenorrhagia, back pain, endometriosis of the uterus concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation, arthralgia, dysmenorrhea, vaginal hemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs and mr received. Reporter information, medical history added. Events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: inflammation and itching; rashes or skin conditions type: red itchy splotches on skin; migraines / headaches; blood or heart disorder/condition type: murmur; nausea; dental problems; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); bones pain; joints pain; fatigue; gastrointestinal or digestive system condition type: vomiting and ibs; hair loss; uterus was fused to bladder and had to be scraped away; the right fallopian tube spasmed causing the essure to shoot out and cut my uterus; plaintiff did not undergo essure confirmation test added. Event injury to herself updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.